Event description:
Patient reports spikes (budp1800sc) blew out on 3 different occasions. When spike was first being inserted it was forced out. Author advised there must have been a build up of pressure somehow either by air being added or a valve malfunction on the spike. Patient did not have lot information. No other information available. Reported to (B)(6) by pt/caregiver.